Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/14/2021. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: please clarify the event date and procedure. The received date cannot be before the procedure date. Event date: (B)(6) 2021 5pm. Procedure: crs, not sure the exact procedure. Received date: 2021/8/5 11am.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was the name of the procedure? Unknown. What was the procedure date? (B)(6) 2021. What is the lot number? Qhmpab. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify the event date and procedure. The received date cannot be before the procedure date.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the suture broke. Anther like device was used to complete the procedure. No adverse patient consequences were reported. Additional information was requested.